Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what were the indications for surgery? Right hepatic malignant tumor. What was the patient¿s coagulation profile? Unknown. Was the device difficult to close? No. Was the device difficult to fire? No. Were clips used in the vicinity? No. What is the surgeon¿s experience with device? Chief doctor, very experienced. What troubleshooting steps were taken to open device? Followed up IFU. Was the device eventually opened? No, cut the tissue and removed the device. After pressing red reverse button, did surgeon attempt to squeeze the firing trigger once more yes, but still could not return the blade. How many firing stokes of device were performed? 3. Was the firing handle completely open prior to using knife return? What's the meaning of this? Does it mean, something wrong with the firing trigger,it would not be completely open after surgeon release it? When the device was not able to be opened, what was shown in the stroke indicator window? Our surgeon did not check it. What is the current patient status? Left from hospital.

Event description:
It was reported that there was bleeding and jaw could not open. During the left hemi hepatectomy, when severing the portal vein, after fired, the vessel was bleeding, with compression hemostasis for half hour to stop bleeding. Used another ecr45w, after fired, the vessel was oozing. Used another ecr45w, could not open jaw. Changed new gun and with two ecr45bs, it was difficult to open the jaw. The patient lost about 2000ml blood with transfusion. The patient is stable and in hospital now.